Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised they received a button error alarm, removed battery, restarted the insulin pump and keys were still unresponsive. Customer connected to another insulin pump and advised that they are missing partial pixels on the device.